Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic experiencing a burning feeling under the pocket and skin irritation; the patient had an allergic reaction to the device. The device was explanted and replaced on (B)(6) 2014.